Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): battery depletion-normal.

Event description:
It was reported that there was loss of atrial capture. It was also reported that the device had not yet tripped eri (elective replacement indicator) despite battery voltage of 2.56 v and device operating in vvir mode. Both the lead and device were replaced. No patient complications have been reported as a result of this event.